Manufacturer narrative:
MDR 2183456-2019-00009 has been filed past the 30-day timeframe. Through the 2019 FDA inspection, it was identified that while ad-tech was evaluating reportability for actual events in which death or serious injury had occurred, ad-tech had failed to submit events in which a malfunction was reported and could result in a serious injury if the event were to recur. As part of the investigation, a two (2) year retrospective review of complaints was performed to determine which complaints required submission of an MDR.

Event description:
On 01/16/2017, an ad-tech clinical specialist was made aware of a case at a user facility in which two contacts of a subdural 4x4 grid became dislodged during placement. The grid was not able to be placed and there was no reported impact to the patient.